Event description:
It was reported that after a new ilet-compatible cd infusion set was inserted, blood glucose trended upward to 245 mg/dl despite the device indicating insulin delivery and no visible leakage; the user was guided through an infusion site change and replacement cd sets were shipped. Symptoms included thirst consistent with hyperglycemia. Outcomes included user self-management without need for medical intervention or hospitalization. Investigation included troubleshooting the infusion site and verifying ongoing insulin delivery based on device reports. Investigation of this case revealed no alarms, no evidence of leakage, and no confirmed device malfunction, so the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.